Event description:
When the nurse went into the patient's room to monitor a medication infusing using an alaris pump, she noticed that the chamber of the seconadary line tubing was full and would not empty.======================manufacturer response for smartsite infusion set (for alaris pumps), (brand not provided) (per site reporter).======================the manufacturer is currently working with scripps leadership.